Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "ap, light sensor module failure." There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse could not confirm the issue. The iabp was returned to the customer, and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed, "ap, light sensor module failure." There was no patient involvement, and no adverse event reported.